Manufacturer narrative:
(B)(4).the device was evaluated and the evq was replaced.

Event description:
It was reported that the ventilator was inoperative. The ventilator was not on a patient at the time of the event.